Event description:
It is reported that the leading haptic broke (sheered) and popped capsule. The incision was enlarged to remove the lens from the eye. The procedure was completed successfully with a back up lens.

Manufacturer narrative:
(B)(4). Intraocular lens (iol) was received for inspection. Lens was cut in half and found the leading haptic was broken. There was also evidence of viscoelastic (ophthalmic viscosurgical device) on the lens which is consistent with a lens that has been handled and prepared for use. Prior to market release the intraocular lens met all manufacturing requirements. All pertinent information available to abbott medical optics has been submitted. Should new information be received that changes the facts and/or conclusion of this report a supplemental report will be submitted. (B)(4): placeholder.